Manufacturer narrative:
Continuation of d10: product ID: 978b133, lot# va2ragw, implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b133, serial/lot #: (B)(6), ubd: 24-jul-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urina ry/bowel dysfunction. It was reported that this was their second implant because the first one the wires needed to be adjusted so they took it out and put in a new one, they mentioned that this happened since the beginning when it was implanted, seems that it was not implanted in the correct place, they tried different programs and combinations of programs and they did not get good results, they mentioned that they ins was not targeting the nerve to target the rectal area, seems that the wires moved but it was not working from the start. They mentioned that the trial worked perfectly so they knew that the permanent one was not working well because their experience with the trial was totally different. Patient stated they had one for about a year and it wasn't very effective. There are two call recordings for this case.